Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00004 thru 3012447612-2018-00007.

Event description:
It was reported that there are four drivers which are worn and no longer retain or rotate the screws as well they used to. There have been no patient impacts associated with these drivers. This is report four of four for this event.